Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported the zyston curve variable inserter shaft tip broke off inside the cage during a transforaminal lumbar interbody fusion (tlif) procedure. The tip is still locked in the cage inside the patient. The surgery was completed.

Manufacturer narrative:
Corrected information: common device name and 510(k) number.